Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3886, lot# j0209777v, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that impedance measurements were taken and case and 0 was at 651 ohms and all other pairs were greater than 4000 ohms on (B)(6) 2016. The lead appeared to be breaking or broken near the header so they couldn't advance it completely into the header block. The manufacturer representative thought the lead damage was the cause of the impedance problem. The patient's battery was depleted and it was confirmed to be normal end of life (eol). They were at a procedure to replace the implantable neurostimulator (ins) and check impedances. The manufacturer representative wanted to know if there was any recommendation about using the other s3 foramen and leaving the old lead implanted. The health care provider (hcp) would reschedule the patient for another lead and ins placement procedure or refer the patient to have the old lead removed. No symptoms were reported. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.